Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected, showing a normal device function while implanted and in service. The battery status showed 75 percent. At a next step the device was subjected to an electrical analysis. A sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Event description:
This device was explanted due to undersensing. No adverse patient events were reported. Should additional information become available, this file will be updated.